Event description:
The student was administering insulin dose and was unable to complete the dose. The pen knob would depress no further. Pen returned to MFR. Rptr saw pen. Needle was still attached but they were still unable to depress knob fully.